Event description:
It was reported a re-revision of LCS implant construct.Primary left TKA surgery was on (b)(6) 2007 where a DePuy MBT Duofix Tray Size 4, LCS Complete Duofix Femoral HA Coated Left Lrg+ & LCS Complete RP Insert Sz Lg+ 10mm were implanted.These were then revised on (b)(6) 2012 due to pain, and polyethylene 3rd body wear. The femur was left insitu, the tibia was revised to a Tibial Tray Rotating Platform M.B.T Revision Size 4 Cemented, with a Universal Revision Stem 75 x14mm and an LCS Complete Tibial Insert Rotating Platform LCS RP 10mm Lg+ GVF.Then on (b)(6) 2026 the femur was revised due to loosening of the femoral component due to cystic properties on x-ray and bone loss + poly wear of the bearing. This was revised to an Attune Revision CRS Femoral Size 9 Left Cemented component with a 30mm Attune Revision Femoral Sleeve Porocoat Fully Coated Cementless, 20 x 60mm Attune Revision Pressfit Stem & an Attune Revision CRS Rotating Platform Insert Size 9, 6mm.

Manufacturer narrative:
PRODUCT COMPLAINT (b)(4).This report is being submitted pursuant to the provisions of 21 CFR, Part 803 (and/or Part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by DePuy Synthes, or its employees that the report constitutes an admission that the product, DePuy Synthes, or its employees caused or contributed to the potential event described in this report.If information is obtained that was not available for the initial MedWatch, a Follow-up MedWatch will be filed as appropriate.